Manufacturer narrative:
No sample has been returned to manufacturing for evaluation for the report of dull blades therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. As a sample was not returned and no lot information is available, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. Additional information was requested, but was confirmed to be unavailable. (B)(4).

Event description:
A technician reported that six knives were dull during separate surgeries. All knives were able to be used except for one which required an alternate knife to complete the procedure. There was no impact to any patient. No additional information is available.